Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture due to dislodgement. The lead was repositioned successfully, the patient's condition was good post procedure.